Event description:
Recall not reported in u.s.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 200 mg/dl, hi (greater then 600 mg/dl), and 237 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.